Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that; "during use by anesthesia when the line was attempted to be flushed it gave a feeling of being clamped and would not allow fluid to pass. The anesthesia doctor made sure the clamp was not engaged but fluid would still not pass. While providing pressure to the flush syringe the tubing failed at the t site. The blue diaphragm inside the needless connector ejected completely and fluid and blood was expelled through the opening. The t extension was removed and the flush was administered through the catheter with no resistance".